Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's display was flashing. It was stated the issue persisted even after replacing the battery. Blood glucose level at the time of the incident was 8.9 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display or perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump flashing white light on the display.